Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose was 482 mg/dl today. Customer reported a low blood glucose of 31 mg/dl about 3 months ago. Customer stated that she treated for her high blood glucose with boluses from the pump and she treated her low blood glucose with orange juice. Customer declined troubleshooting for both high and low blood glucose levels.